Event description:
It was reported that prior to starting a da vinci si surgical procedure the medium large clip applier instrument was noted to have a broken tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was broken at the proximal clevis to the main tube interface. The clevis was dislodged from the main tube as a result. The main tube was cracked in the axial direction. The evidence was inconclusive, but the damage was likely due to overloading at the tip. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.